Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2019 due to non-use.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.